Event description:
The product was used during a colon resection procedure. Reportedly, the staples did not form properly and the knife was bent. The surgeon performed a colostomy to complete the procedure. The hosp has reported the pt's condition is satisfactory.